Event description:
Pt receiving ipv treatment. Treatment initiated; pt distress noted. Treatment discontinued. Subsequent respiratory arrest and pneumothorax. Pt expired within 24 hours. Investigation indicates misassembly of breathing circuit. Design of unit allows incorrect assembly.